Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.

Event description:
It was reported the customer experienced low blood glucose (value unknown). Suspected cause was alleged to be the insulin on board (iob) calculation was inaccurate due to the control iq software being active. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.

Manufacturer narrative:
B5, h6 (removed: 2993)